Manufacturer narrative:
Date of occurrence: (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port that connects to the patient¿s IV line ¿was not working so the tubing could not be attached to the patient¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.